Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting of the filter and occlusion. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 7 years and 7 months post implantation. Per the implant records, the trapease filter was implanted due to dvt with recurrent pe despite anticoagulation. The trapease filter was implanted successfully infrarenally. Post implant venacavogram demonstrated good position and deployment and no evidence of vena cava thrombus. According to the information received in the patient profile form (ppf), the patient reports filter tilt, blood clots clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety.

Manufacturer narrative:
The implant date was confirmed to be accurate. Complaint conclusion: as reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the filter, inferior vena caval occlusion, clotting and anxiety. The device was not returned for analysis. A product history record (phr) review of lot 15892194 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter-tilt, inferior vena caval occlusion, clotting and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, filter tilt or movement.¿ inferior vena cava (ivc) filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images available for review, the reported tilt could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. Clotting or occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Neither the phr nor the limited information available suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the filter and occlusion. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt and occlusion¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ inferior vena cava (ivc) filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without images available for review, the reported tilt could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. Occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting of the filter and occlusion.